Manufacturer narrative:
Upon receiving the returned device, it was confirmed that the bottom locking mechanism that holds the tips in was broken. The sharp kerrison consists of two devices in one to include the reusable handle (device identified in the report) and the tips (single use and reusable version available) assembled to complete the usable device. The detachable tips were specifically designed as removable to support use and removal once dull which is common for devices with a cutting feature. Through testing, symmetry could identify that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handlle during use of a dull blade or while cutting large or dense bone, the bottom lock will yield. This type of use is not recommended as it is defined as a warning in the IFU. Based on the results of past testing, symmetry chose to futher improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences the stress. The lot number of the returned device confirms that the device in question has the upgraded design and therefore has the improved locking mechanism. Per the design of the instrument, if enough force is applied, breakage can still occur. Based on this information, this particular customer is putting too much pressure on the device causing the break to occur. There have been 1,052 sold of the sharp kerrison product line with the improved locking design with 4 total complaints recorded on products sold since the update. This is a significant improvement in our complaint rate for this product line. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information that is pertinent to his investigation, a follow up report will be submitted.

Event description:
The reporter alleged that the surgeon took a bite of bone and the secondary release mechanism snapped off and fell into the patient. The piece was removed from the patient without injury with only a 5 minute delay. The surgery was completed with the customer's old kerrison.